Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced delayed therapy and syncope due to undersensing caused by varying r wave amplitudes. The device was explanted and the lead (manufacturer unknown) was capped.